Manufacturer narrative:
(B)(4). An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: manta was deployed as per IFU. Hemostasis took greater than 10 minutes to achieve. Dissection distal to manta. Balloon 6x40 inflated twice to achieve hemostasis. Physician verbalized they thought this outcome not related to manta. Additional information on 21nov2022: during a tavr procedure on (B)(6) 2022 micro puncture and ultrasound were utilized to gain central access in the common femoral artery (cfa). Vessel size was 6.6mm and there was no calcification or tortuosity. Measured depth for the manta was 9.1cm. It was reported that there were issues advancing and withdrawing procedural sheaths. Heparin was administered intravenously during the procedure and time to hemostasis was greater than 10 minutes. Post deployment a dissection was confirmed distal to the manta and ballooning was needed to achieve hemostasis. Patient was reported as fine post procedure.

Event description:
It was reported that: manta was deployed as per IFU. Hemostasis took greater than 10 minutes to achieve. Dissection distal to manta. Balloon 6x40 inflated twice to achieve hemostasis. Physician verbalized they thought this outcome not related to manta. Additional information on 21nov2022: during a tavr procedure on 11/15/2022 micro puncture and ultrasound were utilized to gain central access in the common femoral artery (cfa). Vessel size was 6.6mm and there was no calcification or tortuosity. Measured depth for the manta was 9.1cm. It was reported that there were issues advancing and withdrawing procedural sheaths. Heparin was administered intravenously during the procedure and time to hemostasis was greater than 10 minutes. Post deployment a dissection was confirmed distal to the manta and ballooning was needed to achieve hemostasis. Patient was reported as fine post procedure.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. The patients' bmi was noted as 58.4. The manta instructions for use posts warning not to use manta if the patient has marked obesity (bmi >40 kg/m2). A central positioned access was gained utilizing ultrasound and micro puncture. The arteriotomy was 6mm, no calcification or tortuosity, with a depth measurement of 9cm + 1cm. Heparin was administered prior to closure, no protamine was given. Tissue resistance was encountered while advancing and withdrawing the procedural sheaths. During deployment, the physician chose not to pull back the 0.5cm to the measured depth of 9cm + 1cm since the vessel was very deep and had no concerns with vessel anatomy. The physician chose to deploy to the hubbed to skin depth of 9cm with no pulling back. Time to hemostasis was greater than ten minutes; and a post-deployment fluoroscopy verified and confirmed by the physician, the manta device was in the correct position, although a dissection was present distal to the manta site. Balloon angioplasty was applied twice with good result. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure, or by the manta closure device. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The physician mentioned he did not think the dissection was related to manta. The manta instructions for use: precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.